Event description:
The customer reported that the insulin pump motor was intermittently unresponsive to button press while priming. The customer's blood glucose was unknown. The customer stated no alarm was occurring during the aforementioned event. She also stated that her insulin pump alarmed no delivery while she was priming and that she had this occur with three or four infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).